Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and non boston scientific leads, exhibited high out of range pacing impedance of greater than (3000 ohms), along with noise on the most recent atrial tachy response (atr) episodes. The noise was determined to be a result of the respiratory rate trend (rrt) signal being over-sensed. The device was evaluated with isometrics (arm stretching/movements), the impedances remained greater than 3000 ohms. A technical services (ts) consultant reviewed the available device strips and determined the noise to be respiratory rate trend (rrt) oversensing on the right atrial (ra) channel, resulting in inappropriate atrial tachycardia response (atr) episodes.(ts) advised such a condition could be related either to the conductor break or a connection issue in the header, and to monitor the patient closely. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).